Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer and a cough for over 6 months. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged caused cancer and a cough for over 6 months.the above reported event is assessed as possibly not related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient did not report to receive medical intervention there is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.